Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge. (B)(4).

Event description:
It was reported by the customer that theor reservoir may be occluded and their insulin pump alarmed no deliver. Customer stated they changed the infusion set twice and doesn't believe it is an issue with the insulin pump. Customer declined further troubleshooting. Customer's blood glucose level was 237 mg/dl at time of reporting. Nothing further reported.